Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie pocket was failed in drawer 5.1 and device was not detected on bus. A field service engineer found that the enhance half height drawer 5.1 was off the bus. The back panel was opened, and the diagnostic light appeared solid. The station was powered off, and the row board cable was reseated to the drawer controller board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not detected on the bus. The customer reported multiple cubie pocket failures in drawer m 5.1. The station was restarted, and attempts were made to recover the failed pockets; however, none of the pockets could be recovered. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.